Event description:
Customer reported that the insulin pump was exposed to ocean water. The blood glucose reading was 246 mg/dl. She reported that the numbers began to scroll without input and then the insulin pump alarmed for a button error. Nothing further was reported.

Manufacturer narrative:
No button error alarm or constant tone was noted. The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and on the motor.